Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the power supply unit (psu) was defective. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect an ac power source when plugged in. There was no patient injury reported as a result of this incident.